Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that customer experienced low blood glucose level. Customer blood glucose level at time of incident was 2.8 mmol/l. Customer current blood glucose level was 6.5 mmol/l. The customer was treated with food. Customer had been using insulin pump system within 48 hours of reported low blood glucose event. Customer stated that the auto mode feature was active at time of low blood glucose event. Customer did not alleged that insulin pump was over delivering due to low blood glucose. Customer was assisted with troubleshooting for low blood glucose. The device will not be returned for analysis.

Manufacturer narrative:
Retainer ring =clear customer returned pump for alleged low bgs on event date (B)(6) 2021. Unit passed active current measurement, sleep current measurement, self test, rewind, seating, basic occlusion test, occlusion test, force sensor test, displacement test and p-cap locks properly into the reservoir compartment, however, damage was noted to the retainer ring. Unit passed dat at 0.08700 inches. No unexpected alarms/alert/anomalies noted during testing. Unable to verify low bgs. Pump was cut open to perform visual inspection and found evidence of moisture damage¿on the electronic assembly and motor slide. The following were noted during visual inspection: pillowing keypad overlay, cracked keypad overlay, stained keypad overlay, keypad overlay texture damage, scratched case, damaged display window cover and cracked retainer. No unexpected alarms/alert/anomalies noted during testing, unable to verify low bg's. Moisture damage noted on pcb1 and dried insulin on motor slide noted. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.